Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. A review of the corrective and preventive actions (CAPA) database was performed. In this case, the device was not returned for analysis; therefore, the relationship to this complaint and a CAPA issue cannot be determined. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neurosurgery interventional procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.